Manufacturer narrative:
Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 1 minute and 17 seconds at 23:27 pm on (B)(6) 2017, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 23:29 pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 5 prior to this action were: ethanol concentration=74.7%, cycles=71, cassettes=3472, days=11. A user affirmed in the instrument software that the default concentration of 100% was to be set at 23:29 pm on (B)(6) 2017. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing reported by the complainant is derived from the "biopsy run 1" protocol started in retort b at 15:38 pm on (B)(6) 2017, which comprised 80 cassettes and completed successfully at 17:12 pm on (B)(6) 2017. No event/error codes were recorded in the instrument software during execution of the "biopsy run 1" protocol started in retort b at 15:38 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) was used for the first time in the final dehydration step of the "biopsy run 1" protocol started in retort b at 15:38 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. All other reagents had been used for at least one (1) previous processing run without reported incident. The discrepancy between the ethanol concentration in bottle 5 of 77.5% measured using a hydrometer and that calculated by the instrument software based on user input 97%, indicates that a use error occurred at 23:27 pm and 23:29 pm on (B)(6) 2017 during replacement of the reagent. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. At 07:34 am on (B)(6) 2017, a user accessed the supervisor mode and modify the reagent concentration in bottle 5 from 99.9% to 97.0%. Investigation of this complaint found that the instrument operated within specification during execution of the "biopsy run 1" protocol started in retort b at 15:38 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was determined to be a use error involving incorrect completion of replacement of the reagent in bottle 5 (ethanol) which occurred at 23:27 pm and 23:29 pm on (B)(6) 2017, as evidence by the discrepancy between the ethanol concentration in bottle 5 measured by the hydrometer and that calculated by the instrument software.

Event description:
Leica biosystems received a complaint regarding "mushy" tissue from 80 blocks in retort a, and advised that no error codes had been displayed. On 12 september 2017, leica biosystems received information from the laboratory indicating tissue sample from one (1) patient was not diagnosable. The patient identifier; age/date of birth; gender; ethnicity and race of the patient from whom tissue was not diagnosable was not received, despite several requests being made to the laboratory. On 07 september 2017, a leica senior field support specialist (sfss) attended the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The sfss noted that not all the reagents on the instrument have been replaced; the affected protocol is derived from the biopsy run 1 started in retort a at 17:12 pm on (B)(6) 2017. The sfss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances, with the exception of bottle 5. The measured ethanol concentration in bottle 5 was 77.5% and the calculated concentration was 97%. The sfss suspect the root cause of the sub-optimal tissue processing may be inadequate reagent replacement.

Manufacturer narrative:
The initial 30-day FDA 3500a report was incorrectly marked as "no".